Event description:
The patient was undergoing a thrombectomy procedure in the cephalic vein using an indigo system aspiration catheter 7 (cat7), a 7f non-penumbra sheath, and a guidewire (.035). During the procedure, the physician inserted the cat7 over the guidewire into the sheath to the target location. While adjusting the cat7, the physician noticed it was not moving correctly and found the distal tip of the cat7 had fractured and broken off. Subsequently, the physician removed the cat7 and inserted a balloon to remove the remaining broken distal piece of the cat7 from the patient. The procedure was completed with a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.